Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the back therapy electrodes. Patient reported it is blistered and extremely itchy, no broken skin. Patient used a hydro cortisone cream that she had been prescribed for past issues follow up indicated that skin irritation has improved.